Event description:
It was reported that during a pulsed field ablation procedure, a loud "pop" was heard and the sheath was no longer able to deflect in the primary or secondary direction. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 flexcath contour¿ steerable sheath with lot 0012399475 was returned and analyzed. Visual inspection of the handle area was performed and identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed which revealed the returned product could not be deflected in the primary deflection side. Functional testing was performed, and no anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with a leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.099 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.05445 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the sheath failed returned product inspection due to a side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.